Event description:
Home pt (hp) reports switching a new bag to an already spiked line of homechoice set while troubleshooting an alarm situation during apd treatment. Hp was instructed to end treatment and stated hp would do a manual exchange. Rn reports no pt injury or medical intervention required as a result of incident.